Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material in package. This event was found on 1 of 59 units, lot#z0409 received on our (B)(4).

Manufacturer narrative:
The reported event that the packaging of a cann compression screw 2.0x18mm, ti, sterile was alleged of contamination of the device could be confirmed, since a hair was found situated between outer and inner pouch, within the flaps of the latter. Based on investigation, the root cause was attributed to a supplier related issue and therefore a nc has been opened. If any further information is provided, the investigation report will be updated.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material in package. This event was found on 1 of (B)(4) units, lot#z0409 received on our (B)(4).